Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: during a unstable l1 fracture procedure surgeon was using a uss fracture set. Before the final x-ray surgeon decided to re-position two inferior screws on the construct. When the fracture clamps and rods were removed one of the gold 6mm screws (nut) went missing from the fracture clamp. X-rays were taken and the screw was not found. The top right hand clamp was replaced with a cranial fracture clamp at this time. Pt was closed with the one screw missing. An CT scan was taken on (B)(6) 2011 and the nut was identified in the pt. The surgeon is not removing the nut (screw) at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.